Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse inserted the urinary foley catheter into this patient; the packaging was properly sealed. After insertion, urine leakage was observed on the side of the catheter's stopcock after verifying that the stopcock was properly closed. Urine leaked onto the floor, making it difficult to measure the urine output. The urinary bag was changed after the incident. Per follow up information received via rcc on 11jun2026, stated that since the report was not acted upon when it was first submitted in february 2026, no pr case number had been assigned. The leak made it difficult to measure urine output and required a change of the bladder bag after the incident. No samples available for analysis and the defect discovered during or after use. Since the device was not recovered, there was no collection address we are enclosing the initial request sent on 02/24/2026. We remain at your disposal for any further information.